Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history confirmed a load step malfunction. During testing, rewind and load steps were attempted, however the pump alarmed that no cartridge was detected. The force sensor calibration was within specifications. The pump case was opened and the force sensor pin solder was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.